Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14famulet delivery sheath. When the sheath and dilator were inserted over the stiff guidewire, the dilator tip split. A replacement device was used to complete the procedure. There were no patient consequences or clinically significant delay reported.

Manufacturer narrative:
An event of split dilator tip from damage inserting during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.